Manufacturer narrative:
This report is being sent to correct d6b.

Event description:
It was reported recently, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) code and 16% remaining battery longevity. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within 90 days. At this time, the s-ICD remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported recently, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) code and 16% remaining battery longevity. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within 90 days. Recently, this device was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. This s-ICD is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
This report is being sent to correct d6b.

Manufacturer narrative:
This report is being sent to correct d6b. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), h7 (if remedial type init, type), h9 (correction/removal reporting number), and h11 (additional MFR narrative). Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported recently, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) code and 16% remaining battery longevity. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within 90 days. Recently, this device was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. This s-ICD was received for analysis.

Event description:
It was reported recently, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) code and 16% remaining battery longevity. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within 90 days. At this time, the s-ICD remains implanted and in-service. The patient was stable with no adverse effects reported.